Manufacturer narrative:
Cynosure's clinical team investigated the event and determined it was inconclusive. Photos were provided for investigation. Per cynosure clinical, "the photos seem to indicate a mild infection localized along the path of the suture. The patient continues with some tenderness and visibility despite bactrim." Patient was given keflex and bactrim as preventative medication. Cynosure kol physician reviewed the incident and recommended suture be removed under local anesthesia. Removing the suture is considered a medical intervention and therefore reportable.

Event description:
Site reported patient complaining about right side facial pain by the angle of the jaw 2-3 weeks post myellevate treatment using icled. Antibiotics were given to patient right after treatment and again after 3 weeks due to pain experienced. Patient also relay, "seeing the suture more and more across the neck now."